Event description:
Sorin group received a report that the s5 system displayed deep discharges during setup. There was no pt involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure and attempted to resolve the issue through a battery replacement. However, the battery test was not successful after the battery replacement. The usv module was then replaced and the issue was resolved. The device was tested without further failures and was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) mfrs the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 system displayed deep discharges during setup. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.